Manufacturer narrative:
No phaco tips were returned. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because no samples were returned and no lot info was provided for a lot record review, the root cause for the customer complaint issue cannot be determined. All phaco tips were 100% visually inspected by trained operators using 30x magnification. (B)(4).

Event description:
A nurse reported that they have been using phacoemulsification tips with slight burrs and flaring during cataract with intraocular lens implant procedures without problems. Each time,t he flaws were noticed when the tip was placed under the scope and the surgeons elected to use the tips. The reporter confirmed that there has been no harm to pts. No samples were retained for evaluation. Additional info has been requested.